Event description:
Os-(B)(6) 2020 03:00:06 a.unipolar lead impedance 190 ohms. L4-(B)(6) 2020 03:00:12. "A. Unipolar lead impedance 190 ohms. Os-(B)(6) 2020 03:00:12 a. Unipolar lead impedance 190 ohms. (B)(6)2020 03:00:0s a.unipolar lead impedance 190 ohms. The impedance validation threshold for the rvtip-can is 1400 ohms. The impedance validation threshold for the rvring-can in 494 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).